Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with reoccurring stress, urinary incontinence. A surgical procedure was performed, during which a hole in the tubing from the pump to the reservoir was identified. The existing aus was removed and replaced. No further patient complications were reported.